Event description:
During pacemaker follow up on (B)(6) 2008, a high atrial lead impedance was observed in bipolar configuration. Therefore, the atrial polarities were reprogrammed to unipolar mode. Additional background related to this event: the analysis of the symphony (B)(4) involved in the MDR report #9610579-2008-00019 showed that a metallic spring was not present when the device was released. None of these eight devices were distributed in the u.s.a.; one of them was not used (not implanted) and returned.

Manufacturer narrative:
January 07, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). The absence of bal seal at the atrial level clearly explains the high impedance observed in the atrial channel.